Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing the device could not be replicated in a testing environment due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the reported difficulty advancing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2021 a percutaneous coronary intervention was performed on the tortuous left anterior descending (lad), heavily calcified lesion. A 2.5x12mm nc trek dilatation catheter advanced into the patient anatomy; however, the device was unable to cross to the target lesion. The balloon was inflated in an attempt to cross; however, the device was still unable to cross and was removed without issue. A non-abbott 5 french guide liner was then inserted and the nc trek was then re-advanced. The device was advanced approximately 1/3 the way in the 5 french guide-liner when resistance was met with the guide-liner and the shaft separated. The device was removed without issue and without intervention. Nothing was left in the anatomy. Another device was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.